Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Date of event: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). This is a re-submission of the initial MDR electronically through web trader per FDA request. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 of -10.5/+1.6/100 (sphere/cylinder/axis) implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2015 due to lens rotation associated with a low vault. The lens was repositioned. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
(B)(4). Results: medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several factors may contribute to rotation of an icl (i.e. Patients anatomical structure, a short lens, haptic position, etc.). Conclusions: based on the complaint history, work order search and medical review, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Claim # (B)(4).

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned in liquid and in the lens case/vial. Visual inspection found the lens to have no visible damage. This is a re-submission for supplemental MDR #2 with correct MFR number per FDA request. Submitted in error with incorrect MFR number used was (2023826-2016-00167) this is now corrected to MFR # 2023826-2015-00167. Claim# (B)(4).